Manufacturer narrative:
The hill-rom technician found the cable on pendant was bad it had a short in it. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2011 adn 2013-2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the hand pendant to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm was inaudible. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).